Manufacturer narrative:
(B)(4). Concomitant medical products: 42502607002 - femur cemented cruciate retaining (cr) standard right size 11 - 64944080, 42540200038 - all-poly patella cemented 38 mm diameter - 64906869, 42532007902 - tibia cemented 5 degree stemmed right size g - 65033364, 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 65211474. Foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00270.

Event description:
It was reported that a patient underwent an initial surgery. Subsequently, the patient was revised approximately 9 months later due to stiffness and fixed flexion deformity. There were no contributing conditions reported. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the imaged portions of the total knee arthroplasty are grossly unremarkable without acute process. Overall fit and alignment appears normal. Bone quality appears normal. No signs of loosening, wear, radiolucency, or other contributing factors. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.